Event description:
In the article, "exploring nomogram for implantable collamer lens size selection in myopia: a literature-based compilation" a study showed that the use of the manufacturer's nomogram with instruments such as lenstar ls900 and gaililei g4 predicted oversized lenses, and it's sizing accuracy may be poor with the 13.7mm size. This may lead to an increase risk of of postoperative complicatons such as angle closure glaucoma.

Manufacturer narrative:
D4 (experiation date); unk no serial number reported. H4 (device manufacturing date): no serial number reported. Claim# (B)(4).